Event description:
Customer reportedly received the following results on the performa combo system within 10 minutes: 1) 270 mg/dl and 84 mg/dl 2) 29 mg/dl and 68 mg/dl 3) 243 mg/dl and 78 mg/dl 4) 62 mg/dl and 139 mg/dl 5) 265 mg/dl and 131 mg/dl the comparisons were performed on different dates. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.